Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is getting internal error messages. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer has not responded to requests by field service to contact them for repairs.